Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the system error 2240 was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the cassette and solution bag. The patient would complete therapy with manual supplies. Proper procedures were reviewed per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.